Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date involving a primary set, 100 inch, 60 drop, 2 clave y-sites, secure lock, and it was reported that the device found with black specks in drip chamber. There were no reported patient involvement and harm.